Manufacturer narrative:
The catheter did not display contact force when connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and an irrigation leak test. In addition, a blood-like substance was present within the distal shaft of the catheter. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with fluid ingress, a loss of force data during the procedure, and the reported red light on the tactisys.

Event description:
This report is to advise of an event observed during analysis confirming a irrigation leak of the catheter.